Manufacturer narrative:
Investigation outcome: during routine ventilation of a patient, a cuff leakage alarm was triggered. At the point when a medical intervention became necessary, the intellicuff function of the c6 device was manually deactivated. Subsequent cuff pressure control was maintained through alternative methods. An internal assessment determined that the malfunction was attributable to a defective component within the intellicuff system. The issue was mitigated operationally by utilizing available replacement stock. Based on the findings, this case is considered closed.

Event description:
The following was reported to hamilton medical ag: the intellicuff device intermediately alert for ¿cuff leak¿. This occurrence was noticed during patient ventilation. The issue did not result in any patient harm. There is need for medical intervention reported. The cuff pressure was managed by other means and is not further specified. Worst case, a low cuff pressure may be experienced as irritant for the patient. Also infected body fluids may enter the lungs and then a special pathogen treatment (e.g. H1n1, mrsa, mrgn) may be needed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.